Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have a blank screen display and was hearing a buzzing sound. Customer's blood glucose was between 60 mg/dl and 180 mg/dl and treated with manual injection. Customer hung up after being put on hold.